Manufacturer narrative:
Device received constant pump error 38 alarm during rewind due to moisture damage at electronic and motor assembly noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test due to constant pump error 38 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin pump error alarm. The customer was able to clear the alarm and not rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.